Event description:
It was reported that a male patient, underwent a procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A transseptal puncture had been performed. The soundstar catheter was placed in the right atrium to monitor the intracardial signals. Ablation was started from the right pulmonary vein (rpv). Although the physician felt the difficulty in placing the smart touch bidirectional catheter at the posterior of the right inferior pulmonary vein (ripv), right pulmonary vein and left pulmonary vein isolation were successfully completed. After, a pericardial effusion was detected by the echo during acceptance testing procedure (atp) administration test and the provocation test. The patient was consciousness clearly and no complaint of feeling illness. Despite no st-elevation or no blood pressure decreasing were detected, a pericardial drainage was performed. One hour after with follow up, the physician confirmed the patient was stable and the procedure was completed. The physician commented that the cause of the event might have occurred when the smart touch catheter was retracted inside the sheath for re-approaching to a target point since there was difficulty in the maneuvering. He felt resistance between the sheath and the cardiac muscle during maneuvering the sheath. No product problem information was reported. There were no other factors that might have contributed to the event. The patient¿s diagnosis was cardiac tamponade. The sheath used was non biosense sense webster. However, the manufacturer is unknown. No error messages were observed on the biosense webster equipment during the procedure. The patient did not require hospitalization. The settings during the event included: at rpv: by 30w, at lpv anterior: 30-35w, at lpv posterior: 20-25w.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant product: soundstar catheter; model #: unknown; lot #: unknown. Lasso nav variable eco; model #: d-1343-01-s; lot #: 17103907l. Carto 3 system; model #: fg-5400-00j; serial #: (B)(4). (B)(4).